Event description:
According to the reporter, the patient came in for an esophageal motility test. The probe was inserted and tolerated without difficulty and the procedure was done. When the nurse attempted to remove the probe from the patient¿s nose, it came out easily until 44 ¿ 45 centimeters and then it could not be pulled out any further. Different angles were tried, and more lube was applied, but the probe would not come out any further than 45 centimeters. The patient¿s family was brought in to sit with them and the nurse went to see if anyone could suggest a possible solution. The physician was in another procedure and suggested more lube and reinserting the probe into the stomach and pulling out, but this did not work. When the physician was done with his other procedure, several attempts of removing the probe from the patient¿s nose was made but was also unsuccessful. Eventually, they were able to pull the end of the probe out of the patient¿s mouth. The catheter positioned then was cut so it could be removed. The catheter had been successfully removed from at least 50 other nares without incident. After the probe was removed, the patient walked out of the hospital with no complaints of pain or injury.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. Device was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found the catheter is cut at the mark. The ruled tubing is slightly discolored. No thermoplastic elastomers (tpe) cuts found. No visual damage to sensors. The customer reported the doctor had to cut the catheter as it got stuck in the patients nose. The investigation found the catheter could not be calibrated or tested on pico scope due to the damage to the cable. The investigation found the most probable cause to be the damaged cable. The probable root cause was found to be user mishandling. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor had to cut the catheter as it got stuck in the patient¿s nose.